Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned provisional exhibits signs of repeated use (nicked or gouged) with the post feature fractured off, not all pieces returned. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable.